Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. It was found that the needle came out of the primary packaging, with risk of perforating the secondary packaging. The device was not used on the patient. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion. According to visual inspection of the actual device, no device failure was detected and the product is within specification.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.